Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test. However, the pump alarmed pump error 38 during the rewind due to a jammed motor gear box. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error 38. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a pump error 38 alarm. Customer's blood glucose was 113 mg/dl. Customer was not able to rewind pump. Customer was advised that insulin pump would need to be replaced.